Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had driveline communication fault (B)(6)2024 causing them to change to their backup system controller (B)(6). The event log files confirmed the reported driveline communication fault on (B)(6)2024 at 02:13. The driveline was disconnected at 02:19. The alarm did not recur after system controller (B)(6) was exchanged. The event log files on (B)(6)2024 reported that the driveline communication fault had resolved. The modular cable (B)(6) had no breaks in the covering/coating, but did have a kink about halfway down and was exchanged with the system controller (B)(6). A new backup system controller (B)(6) was issued. The patient also reported that they get small static shocks from their cable on the mobile power unit. The patient was educated on being environmentally conscious of static electricity, humidity, dryer sheets, and cotton sheets. All of the equipment was issued the date of implant and had been working as intended until (B)(6)2024. Otherwise, there were no other notable alarm conditions or parameter changes, and the ventricular assist device (vad) was functioning as intended. The patient reported to have a driveline power fault on (B)(6)2024. The patient changed to the backup system controller (B)(6) and the alarm reoccurred after three hours. The event log files captured driveline power fault alarms beginning at 11:44 pm on (B)(6)2024 while connected to (B)(6). The driveline was then disconnected at 11:50 pm. Following connection to the new system controller (B)(6) (time set at 12:21 am), the log files continued to capture driveline power fault alarms beginning at 3:14 am on (B)(6)2024 while connected to the new system controller (B)(6). There were no other unusual events recorded in the log file event history. The equipment was operating as intended. Pictures of the driveline/modular cable connection from (B)(6)2024 confirmed oxidation might have been causing the driveline fault alarms. A modular connector cleaning was requested to be scheduled.

Manufacturer narrative:
Section e3: occupation correction. Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms was confirmed via log file analysis. The heartmate 3 vad modular cable (batch/lot number: 9213778) was returned for analysis and log files were sent for review. A review of the submitted (20241211_115350) and downloaded (dc180914) system controller event log files contained overlapping data from the reported event date (11dec2024 per timestamp). At 02:13:42 on (B)(6) 2024 a driveline communication fault became active due to a com a fault. This alarm persisted until the system controller was disconnected and shutdown at 02:23:51 on (B)(6) 2024. There were no other notable alarms or events active in the log file. The pump operated as intended for the duration of the log file. Upon initial observation of the returned modular cable, oxidation, consistent with fluid ingress, was observed within the inline connector. The returned modular cable was tested individually with the returned system controller (serial numbers: (B)(6) as well as a test system controller. The system controller was run on a mock loop with the returned modular cable for an extended duration. During testing the modular cable was manipulated by hand. The modular cable passed functional testing without any issues or alarms becoming active during testing. The outer jacket of the modular cable was removed, and no open conductors or damage were observed. A pull test was performed while the system controller was operating a mock circulatory loop, and no atypical alarms or events were captured. The observed corrosion is consistent with fluid ingress into the in-line connector of the driveline. Fluid ingress at this connection point would contribute to the reported alarms. A root cause for the reported event was unable to be conclusively determined through analysis. Incidental findings found corrosion and wire fatigue. The device history records were reviewed for the modular cable (batch/lot number: 9213778) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ instructs users on how to resolve alarms that sound from their system controller, including driveline communication alarms. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and heartmate 3 instructions for use (IFU) section 2 ¿system operations explain how to replace the running system controller with the backup system controller. Heartmate 3 instructions for use (IFU) section 6 "caring for the driveline" instructs the user to check the driveline daily for signs of damage, such as cuts, holes, tears, or signs of water damage. Heartmate 3 lvas patient handbook section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage. Never submerge the driveline or other system components in water or liquid." The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.